Event description:
At the beginning of a surgical case, a bis (bispectral index technology) monitor was placed on the patient's forehead. The crna (certified registered nurse anesthetist) checked for connections and received an electrical shock. A new bis monitor was placed on the patient and the crna received another electrical shock. The sensor was then removed from the patient and the crna was shocked again while touching the cable to the monitor. The equipment was then unplugged and the bis monitor was removed from service.